Manufacturer narrative:
(B)(4). This report of missing minicap inside the pouch is a packaging related defect. No sample evaluation will be performed.

Event description:
A pharmaceutical company from (B)(6) reported to baxter that there was a missing minicap from inside the pouch. There was no patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.